Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. On (B)(6) 2014, hemomonitor.exe was reported to have stopped working unexpectedly twice in one day. Merge installed an os patch to the hemomonitor pc. This problem may impact the physician's ability to continue vitals monitoring during cath procedures. (B)(4).